Event description:
I have a boston scientific s-ICD implanted. It was activated and shocked me twice (on (B)(6) 2022 and (B)(6) 2022). Boston scientific employees examined the device by wirelessly pulling data from the s-ICD. They mentioned there was nothing wrong with my heart when I received the massive shock. The device is malfunctioning and delivering shocks randomly, and those shocks are not based on data coming from sensing issues with my heart. These shocks come without warning and are life threatening. I have only had the device in me for barely two months and it has shocked me erroneously twice in two days. It almost shocked me on six other occasions according to the logs. My phone number is: (B)(6) contact me at anytime or any day. I do not use any drugs (all are prescription), smoke, chew dip, or drink alcoholic beverages. FDA safety report ID# (B)(4).